Manufacturer narrative:
Evaluation of the console was able to duplicate the error code (259) sc_pcs_ power supply version. The issue was isolated to the pcsa board. Tried another pcsa board, and corrected the error reported. Replaced pcsa board and did temperature and pressure calibration and passed all further testing.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 console during use. The report stated that the console displayed an error code "additive under delivery." The report stated this occurred throughout the procedure but the staff was to complete the procedure. There were no patient complications reported as a result of the alleged event. The console was returned to the manufacturer for evaluation.